Event description:
It was reported that during the setup of the ventilator, it was pulled into mr machine. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our complaint investigation is finalized. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the user facility. According to received information, the ventilator was placed inside the safety line at the time of the event but it is unknown if the wheels of the ventilator were locked. The user facility has not requested any repair of the ventilator. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).